Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing at the facility, the first ligasure device not recognized by the generator. Another ligasure device was used and had self activation. There was no patient involvement.